Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/migration of implant/left side was possibly not in place and may be in the uterus'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), ruptured ectopic pregnancy ('ruptured ectopic pregnancy'), genital haemorrhage ('heavy bleeding') and haemorrhage in pregnancy ('some bleeding/I was pregnant but I was miscarrying') in a 41-year-old female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dysfunctional uterine haemorrhage on (B)(6) 2010, appendectomy in 2004, parity 2 (14/08/2003, 07/01/2005), nabothian cyst, chronic cervicitis, menstruation frequent, intramural leiomyoma of uterus, c-section, gravida ii, endometriosis and vaginal candidiasis. Previously administered products included for an unreported indication: erythromycin and penicillin. Past adverse reactions to the above products included hypersensitivity with erythromycin and penicillin. Concurrent conditions included adhd since 2008. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2012, levonorgestrel (mirena) and lisdexamfetamine mesilate (vyvanse) since 2008. On (B)(6) 2010, the patient had essure inserted. In may 2010, the patient experienced pelvic pain ("pelvic pain/ pain"). In 2010, the patient experienced rash ("rashes or skin conditions type: on my abdomen") and dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 9 months 12 days after insertion of essure. On (B)(6) 2010, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). In 2011, the patient experienced alopecia ("hair loss") and allergy to metals ("allergic or hypersensitivity reaction: unconfirmed nickel allergy"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), skin irritation ("allergic reactions/chronic skin irritation to lower abdominal skin"), back pain ("back pain"), abdominal distension ("bloating"), tooth disorder ("dental problems"), depression ("depression"), fatigue ("fatigue"), abdominal pain lower ("right lower quadrant abdominal"), cystitis ("bladder infection"), pruritus ("rashes or skin conditions type: pelvic area skin irritation and constant itching") and uterine disorder ("thickened uterine wall") and was found to have weight increased ("weight gain"). The patient was treated with surgery (left tube removed on (B)(6) 2010 and surgery clipped and remaining tube ligation and tube removed on (B)(6) 2010 and on (B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, genital haemorrhage, haemorrhage in pregnancy, weight increased, back pain, abdominal distension, tooth disorder, depression, allergy to metals, dysmenorrhoea, fatigue, cystitis, pruritus and uterine disorder outcome was unknown and the alopecia, skin irritation, pelvic pain, vaginal haemorrhage, menorrhagia, rash and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, cystitis, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, pelvic pain, pruritus, rash, ruptured ectopic pregnancy, skin irritation, tooth disorder, uterine disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not allege any birth defect on essure. On right side-one visible coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 73.7 kg/sqm. Nuclear magnetic resonance imaging - on (B)(6) 2011: essure coils right fallopian tube cxld procedure. Pathology test - on (B)(6) 2016: uterus with right fallopian tube (hysterectomy and right salpingectomy): - myometrium containing several foci of adenomyosis. - non-secretory phase endometrium showing no glandular atypia. - cervix containing several nabothian cysts, along with focal areas of mild acute and chronic cervicitis. Upon careful examination of the cervical sections, no dysplastic or malignant cells are noted. - complete cross-section of fallopian tube showing no significant histopathology. A small paratubal inclusion cyst is noted.* pre-operative and post operative diagnosis: menorrhagia and pelvic pain gross description: there was a coiled metallic essure wire present within the right cornu. Note: no essure wire is identified in the left cornu. Also received sepa rate within the container is a 1.3 x 0.3 x 0.3 cm metallic clip. Endometrium, biopsy: - proliferative endometrium. - no definite atypical hyperplasia or malignancy is seen. Pre-operative diagnosis: excessive bleeding in the premenopausal period, post-operative diagnosis: endometrial biopsy. Pregnancy test - on (B)(6) 2010: ectopic pregnancy. Ultrasound pelvis - on an unknown date: migration of essure device. Left side was not in my fallopian tube but appeared to be in my uterus.. Ultrasound scan - on (B)(6) 2010: pregnancy less than 14 weeks. Large complex structure in the left adnexa just inferior to the left ovary measuring 8.5 x 4.9 x 4.6 cm and is concerning for ectopic pregnancy. Moderate free fluid in the pelvis and along morrison¿s pouch and underlying ruptured ectopic pregnancy is not excluded. With the exception of small follicular cyst the ovaries are unremarkable. There is no free fluid in the pelvis. X-ray - in 2016: one was in place. Concerning the injuries reported in this case, following events were confirmed from medical records- device expulsion, vaginal bleeding and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. New events added from pfs- ruptured ectopic pregnancy, vaginal hemorrhages, menorrhagia, allergy to metals, rash, dysmenorrhea, weight increased, fatigue, abdominal pain, hair loss and some bleeding/I was pregnant but I was miscarrying thickened uterine wall were added. Event verbatim was updated as allergic reactions/chronic skin irritation to lower abdominal skin and event pt updated to skin irritation. Event verbatim was updated as migration of implant/left side was possibly not in place and may be in the uterus and event pt updated to device expulsion. Previously reported perforation nos updated to uterine perforation as removal surgery details was provided. Event verbatim was updated as pelvic pain/ pain. Essure lot number added. Event outcome of the event pelvic pain and alopecia was updated as recovered/resolved. Patient¿s demographic added. Essure insertion date added. Medical history and lab data were added. New reporters added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/migration of implant/left side was possibly not in place and may be in the uterus'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), ruptured ectopic pregnancy ('ruptured ectopic pregnacy'), genital haemorrhage ('heavy bleeding') and haemorrhage in pregnancy ('some bleeding/I was pregnant but I was miscarrying') in a 41-year-old female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dysfunctional uterine haemorrhage on (B)(6) 2010, appendectomy in 2004, parity 2 ((B)(6) 2003, (B)(6) 2005), nabothian cyst, chronic cervicitis, menstruation frequent, intramural leiomyoma of uterus, multiple caesarean sections, gravida ii, endometriosis and vaginal candidiasis. Previously administered products included for an unreported indication: erythromycin and penicillin. Past adverse reactions to the above products included hypersensitivity with erythromycin and penicillin. Concurrent conditions included adhd since 2008. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2012, levonorgestrel (mirena) and lisdexamfetamine mesilate (vyvanse) since 2008. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain"). In 2010, the patient experienced rash ("rashes or skin conditions type: on my abdomen") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 9 months 12 days after insertion of essure. On (B)(6) 2010, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). In 2011, the patient experienced alopecia ("hair loss") and allergy to metals ("allergic or hypersensitivity reactiom: uncofirmed nickel allergy"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), skin irritation ("allergic reactions/chronic skin irritaion to lower abdominal skin"), back pain ("back pain"), abdominal distension ("bloating"), tooth disorder ("dental problems"), depression ("depression"), fatigue ("fatigue"), abdominal pain lower ("right lower quadrant abdominal"), cystitis ("bladder infection"), pruritus ("rashes or skin conditions type: pelvic area skin irritation and constant itching") and uterine disorder ("thickned uterine wall") and was found to have weight increased ("weight gain"). The patient was treated with surgery (left tube removed on (B)(6) 2010 and surgery clipped and remaining tube ligation and tube removed on (B)(6) 2010 and on (B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, genital haemorrhage, haemorrhage in pregnancy, weight increased, back pain, abdominal distension, tooth disorder, depression, allergy to metals, dysmenorrhoea, fatigue, cystitis, pruritus and uterine disorder outcome was unknown and the alopecia, skin irritation, pelvic pain, vaginal haemorrhage, menorrhagia, rash and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, cystitis, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, pelvic pain, pruritus, rash, ruptured ectopic pregnancy, skin irritation, tooth disorder, uterine disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not allege any birth defect on essure. On right side-one visible coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 73.7 kg/sqm. Nuclear magnetic resonance imaging - on (B)(6) 2011: essure coils right fallopian tube cxld procedure. Pathology test - on (B)(6) 2016: uterus with right fallopian tube (hysterectomy and right salpingectomy): - myometrium containing several foci of adenomyosis. - non-secretory phase endometrium showing no glandular atypia. - cervix containing several nabothian cysts, along with focal areas of mild acute and chronic cervicitis. Upon careful examination of the cervical sections, no dysplastic or malignant cells are noted. - complete cross-section of fallopian tube showing no significant histopathology. A small paratubal inclusion cyst is noted.* pre-operative and post operative diagnosis: menorrhagia and pelvic pain gross description: there was a coiled metallic essure wire present within the right cornu. Note: no essure wire is identified in the left cornu. Also received sepa rate within the container is a 1.3 x 0.3 x 0.3 cm metallic clip. Endometrium, biopsy: - proliferative endometrium. - no definite atypical hyperplasia or malignancy is seen. Pre-operative diagnosis: excessive bleeding in the premenopausal period, post-operative diagnosis: endometrial biopsy. Pregnancy test - on (B)(6) 2010: ectopic pregnancy. Ultrasound pelvis - on an unknown date: migration of essure device. Left side was not in my fallopian tube but appeared to be in my uterus. Ultrasound scan - on (B)(6) 2010: pregnancy less than 14 weeks. Large complex structure in the left adnexa just inferior to the left ovary measuring 8.5 x 4.9 x 4.6 cm and is concerning for ectopic pregnancy. Moderate free fluid in the pelvis and along morrison¿s pouch and underlying ruptured ectopic pregnancy is not excluded. With the exception of small follicular cyst the ovaries are unremarkable. There is no free fluid in the pelvis. X-ray - in 2016: one was in place. Concerning the injuries reported in this case, following events were confirmed from medical records- device expulsion, vaginal bleeding and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), hypersensitivity ("allergic reactions"), pelvic pain ("pelvic/ pain"), back pain ("back pain"), abdominal distension ("bloating"), tooth disorder ("dental problems") and depression ("depression"). Last menstrual period was not provided. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, ectopic pregnancy with contraceptive device, alopecia, weight increased, hypersensitivity, pelvic pain, back pain, abdominal distension, tooth disorder and depression outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, alopecia, back pain, depression, device dislocation, ectopic pregnancy with contraceptive device, hypersensitivity, pelvic pain, perforation, tooth disorder and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.